Event description:
The caller stated that she stuck in the gold strip and it showed 58. She also states her blood tests are lower. The customer is a new user. Customer service realized the meter was in the wrong units and helped the customer change the meter back to mg/dl. The customer had just rec'd the meter and was not sure why the numbers were so low. Customer service had the customer perform a check to make sure the meter and send new control solution.